Event description:
It was reported that during the procedure, the subject balloon catheter had a slow deflation speed. The physician also encountered similar slow deflation issue once the subject balloon catheter was removed outside the patient anatomy. Another device was used to compete the procedure successfully. There were no clinical consequences reported due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter was found kinked at 18cm and 40cm from the distal end. The outer surface of the balloon catheter was wrinkled at 6cm and 10cm from the distal end. During functional testing, an attempt was made to inflate the balloon; however, it was unable to be inflated. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and continuous flush was maintained. The device was returned for analysis and the balloon catheter shaft was found to be kinked and wrinkled in several places along its length. This damage likely occurred during use in the patient. Due to the shaft damage, the balloon was unable to be inflated during functional testing. Although deflation could not be tested, the damage noted to the catheter shaft is indicative of the reported slow deflation. An assignable cause of procedural factors will be assigned to the as reported and as analyzed issues, since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject balloon catheter had a slow deflation speed. The physician also encountered similar slow deflation issue once the subject balloon catheter was removed outside the patient anatomy. Another device was used to compete the procedure successfully. There were no clinical consequences reported due to this event.